Event description:
It was reported to medtronic neurosurgery that during a shift check after the surgery, staff discovered that the red cap on the mainline stopcock was missing. According to the report, this increased monitoring of the pt.

Manufacturer narrative:
The product has not been returned to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. No impact to the pt was reported.